Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the duodenum and papilla during a catheterization of the biliary duct procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the truetome jag 44 broke at the end of the sphincterotomy. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and shows the cutting wire broken and kinked/bent.